Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that during advancement of the stent delivery system (sds), the shaft broke. Factors that may contribute to a shaft break include, but are not limited to, user technique, manipulation against resistance, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported shaft break. Additionally, damage to the shaft would impact maneuverability, likely contributing to the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex with moderate calcification and moderate tortuosity. The 2.75x12mm xience prime stent delivery system (sds) was being advanced when the shaft broke. Another xience prime stent was used to complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.